Manufacturer narrative:
The technician isolated the issue to the trend valve. He replaced the trend valve to repair the bed.

Event description:
Information received indicates the head hi/lo function is drifting down on the bed.